Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy as intended when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle fully retracted. The download data showed that the device ran for 58 pulses, 48 of which occurred during first prime. The data showed that timeouts occurred in tandem with a failure of the rotational sensor to transition as expected, indicating that a brief drive stall occurred. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism failing to deploy as intended. Inspection of the drive mechanism components found no damages or defects that would result in a drive stall. As it cannot be conclusively determined when the device deployed, it cannot be conclusively determined if the drive stall prevented the needle mechanism from deployed by the end of the second priming sequence. The exact cause of the reported event could not be determined.